Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock and sound intermittencies. Device testing could not be performed due to no lock. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed dents on the top and bottom cover, a slice on the fantail, and the electrode was kinked. These are believed to have occurred during revision surgery. Photographic imaging inspection revealed broken wires in the array. This is believed to have occurred during revision surgery. System lock was obtained intermittently. The electrode condition caused impedance values to be out of range. The device passed some of the electrical tests that were performed. The device passed the mechanical test that was performed. The internal visual inspection revealed cracked epoxy on one pin. The failure of this device is believed to be attributed to a short from power and electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground case node inside the analog chip. This ultimately caused the device to cease functioning. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.